Event description:
The customer reported to baxter (B)(4) an interlink buretrol solution set in which a no flow occurred. According to the report, the staff was having difficulty filling the drip chamber even after following the step-by-step instructions. The customer was looking to know how much to fill the drip chamber. After filling the chamber, the customer could not get flow. This incident occurred before patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.